Event description:
It was reported the atrial sensitivity was found out of specification when doing preventative maintenance test. The device was returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper and lower cases, ring cover, two side bail covers, and battery drawer are broken. Battery contacts are compressed. Battery release, four control knobs, heart block, lead flex cover, and heart wire contacts are contaminated.